Manufacturer narrative:
(B)(4) - device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the leak. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause was due to insufficient bonding. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: it is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter received an email in corporate mailbox on (B)(6) 2011. The customer reported leak at top of (1) intermate, found when mixing. There was no report of patient involvement, injury, medical intervention. Sample availability is unknown at this time. No additional information.